Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed material rupture and material deformation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2512l pta balloon dilatation catheter allegedly experienced material rupture and material deformation. This information was received from one source. This malfunction involved one patient with no patient consequence. The age, weight, and gender of the patient was not provided.